Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the patient connector during treatment. The patient was in fill one of treatment when fluid was noticed leaking from the patient connector. The connection was checked and there was no indication of the connection being loose. Patient did not have any adverse effects from the event. Sample is not available.